Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(4) 2013 to report that on (B)(6) 2013, upon removal of sensor due to sensor failure, the sensor wire was protruding from the skin. The patient was able to remove the wire, but believes that a portion of the wire remained under the skin. The patient experienced slight pain at the insertion site. Patient required no medical intervention. At the time of his call to technical support, the patient reported slight pain at the insertion site.